Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator was delivering less oxygen than set. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the cause of the reported failure. This information is not specific enough to point to any particular fault. Further, it was informed that the customer is yet to approve the requested parts, however no information has been received about which parts needed to be replaced. No log files or service report has been provided. Given this, we have not been able to confirm the problem nor can we identify any cause.

Event description:
Manufacturer ref#: (B)(4).